Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device continues to run on its own after the button is released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.